Manufacturer narrative:
Product event summary: the mapping catheter, 2ach20 with lot number 11071750, was returned and analyzed. Visual inspection of the mapping catheter showed the device shaft was kinked at 7.87 from the tip of the mapping catheter. Mechanical verification of the steering functioned normal. The electrodes were intact on the loop. In conclusion, the mapping catheter shaft kink was confirmed. The mapping catheter failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was bent or kinked, and as a result, was difficult to manipulate. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.